Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 04-jan-2016. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record c64472 (production date 11-jun-2014 and expiration date 30-jun-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship with a quality defect is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on 05-jan-2016 for the following (B)(4) preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and a breakage of insertion catheter of essure occurred during the procedure. The folding and breakage of blue catheter led to a twist of distal extremity of implant during the introduction. The event device breakage is anticipated according to the technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information no product quality defect was confirmed. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device.

Event description:
This is a spontaneous case report received from a general surgeon in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had an attempt to insert essure (fallopian tube occlusion insert), lot number c64472, on (B)(6) 2015. It was reported a breakage of insertion catheter of essure. Change of hysteroscope. Use of second box of essure. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and a breakage of insertion catheter of essure occurred during the procedure. This event is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. Nevertheless, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information will be requested.

Manufacturer narrative:
Follow-up information received through the device breakage questionnaire on 24-nov-2015: (B)(4). The consumer demographic data was updated. The breakage was diagnosed during placement. The blue catheter broke during introduction in hysteroscope. The folding and breakage of blue catheter led to a twist of distal extremity of implant during the introduction. The instructions in the IFU were followed. It was reported that the patient was already recovered. No further information will be provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and a breakage of insertion catheter of essure occurred during the procedure. The folding and breakage of blue catheter led to a twist of distal extremity of implant during the introduction. The event device breakage is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis is expected.

Manufacturer narrative:
Follow up information received on 27-may-2016: quality-safety evaluation of product technical complaint (ptc): this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). As per may-25-2016, sample is not available; follow up investigation will be performed if sample is available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility the catheter breaking during procedure is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as a batch investigation with respect to similar ae cases are not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 31-may-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and a breakage of insertion catheter of essure occurred during the procedure. The folding and breakage of blue catheter led to a twist of distal extremity of implant during the introduction. The event device breakage is anticipated according to the technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device.